Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the pump did not display the same malfunction code after the reset. Customer was instructed to continue using the pump and to call back if any issues recur, which the caller acknowledged and understood.